Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation lost due to premature ipg depletion. As result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.